Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6atm for 5 seconds. Furthermore, a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.